Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. It was found that this case was a duplicate of an event already reported to us under our reference number (B)(4) (your report reference number: (B)(4)). Therefore, the device will be investigated under this last complaint mentioned and this one will be closed as a duplicate. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference number: (B)(4).

Event description:
It was reported that the handpiece didn¿t want to prime at all.